Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use; after opening the device packaging, the user allegedly identified foreign material within the device. The user subsequently opted not to use the device.

Manufacturer narrative:
Received 1 opened reliavac evacuator with the original unit packaging. Visual inspection noted a foreign material trapped in wall of bulb. The reported event was confirmed as a supplier related issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "- do not use if package is damaged. Consult instructions for use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use; after opening the device packaging, the user allegedly identified foreign material within the device. The user subsequently opted not to use the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use; after opening the device packaging, the user allegedly identified foreign material within the device. As a result, the user opted not to use the device.